Event description:
The user facility reported a 62-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The patient was transferred to another hospital while on the automated impella controller (aic) took place with no issues. A few hours later, the rn reported that the aic was now reading ¿purge disk not detected.¿ team was advised to go back on the original console since it was still available and there were no other aics. Inspection of faulty aic revealed a crack in plastic surrounding the area where the purge disk is inserted. There was no patient harm related to this event.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03498 was provided in sections b1, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Patient continued to slowly decompensate, and remained do not resuscitate. Procedure outcome was that patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).